Event description:
It was reported five intima-ii y 26gax0.56in mzprn slm npvc had damaged tubing. The following information was provided by the initial reporter, translated from chinese: "after pediatric unpacking, the extension tube was found to be broken".

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 1111472. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility, to aid in our investigation, has been reviewed by our team of quality engineers. Based on visual analysis of the device, our engineers determined that the bent tubing is related to the packaging process and results from operator error.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported five intima-ii y 26gax0.56in mzprn slm npvc had damaged tubing. The following information was provided by the initial reporter, translated from (B)(6): "after pediatric unpacking, the extension tube was found to be broken"